Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3, g2.

Event description:
Patient reported right side rupture. Healthcare professional later reported "wound" and rupture. Healthcare professional later reported "wound did not contribute" to device removal. Device has been explanted.

Event description:
Patient reported right side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.